Event description:
The surgeon performed a scheduled laparoscopic low anterior resection. He used a covidien 28 mm extra thick eea black circular stapler (ref trieea28xt) for the anastomosis. 3 days later patient was brought back to the or for surgery due to a suspected anastomotic leak. This indeed turned out to be the situation. The surgeon notified me that: "the posterior 50% of the colorectal anastomosis had fallen apart. No ischemia or tension seen. What I found was a dozen or more misshapen staples from our new eea stapler. The anterior wall, which I had completely over-sewn, was the only part intact.¿ pt returned to or and found feculent contamination, peritonitis and dehiscence of anastomosis > 40%. Patient underwent resection of anastomosis and creation of an end colostomy. Patient has also developed multiple intra-abdominal abscesses.